Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, cuts in the trunk cable pierced the brown (-5v), orange (+5v), white (drvn gnd), red (can h), and blue (can l) wires. The cause of the test failure is the pierced wires inside of the trunk cable. The root cause of the pierced wires inside of the trunk cable is unable to be positively identified but is likely physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.